Event description:
Additional information was received and it was reported that the patient experienced frequent falls that the hcp (healthcare provider) attributed to the pain in patient¿s legs. In (B)(6) 2013, the patient said she felt weakness in her left leg compared to her right leg. In (B)(6) 2013, the patient was seen in neurology after experiencing a fall and where she broke her humerus. The patient¿s falls were not considered to be related to the device; they were considered to be related to the patient¿s back condition. Per the hcp, they would have changed the patient¿s pump medication if they thought it was related to the device. The patient was taken off of oral percocet because they thought the oral meds might have been contributing to the patient¿s weakness. The patient was now getting medication from the pump only.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unarousable and was in the intensive care unit (ICU). It was noted that the patient had a history of taking large amounts and combinations of oral medications at one time. The healthcare provider (hcp) wanted the pump interrogated to make sure there were not any pump issues and to rule out the pump as an issue before looking at possible oral medication issues. The device system was used to deliver dilaudid 200mcg/day and bupivacaine. It was later reported that the patient was seen in the emergency room at one hospital, but refused to be admitted at that facility and went elsewhere. It was later reported that the patient had a pump refill on (B)(6) 2013. At that time the patient had some pain in her left leg and bilateral calf tightness. These symptoms were associated with walking. The patient also had some tenderness near the left gluteal area, including a sacroiliac joint. No changes to the drug concentration or daily dose were made. The patient was given a refill for percocet 10/325. Two weeks later, the patient was unresponsive. At approximately 01:00am on (B)(6) 2013, the patient felt weak and fell. The patient stayed in bed for a large amount of the day. At around 7:30 or 8:00, the patient was again very weak and could not get out of bed. The patient¿s husband got her out of bed and walked her to the couch. On the way to the couch, both of the patient¿s lower extremities were trembling secondary to the inability to support her weight. The patient¿s husband sat her down on the couch and she became incoherent and could not talk. She was only able to say one word very slowly. She was having difficulty getting her words out. She seemed to comprehend. However, her processing was very slow. Her mentation was very slow. The patient¿s husband called an ambulance. When the ambulance arrived, the patient was largely back to normal. At that time, he had shaking of her upper and lower extremities for a minute or less. The patient did not have any urinary incontinence or tongue biting. It was noted that the patient had a general fatigue and weakness in her lower extremities for the past 3 years. When the patient was seen in the ER, her blood pressure was 147/81 with a pulse of 87. She was not in any acute distress. The patient was alert and oriented. Her speech was fluent with no aphasia. She was able to stand on her own and support her full weight. Her steps were restricted. However, she did not have a shuffling gait or hunched over gait or parkinsonian gait. She appeared to have good balance on her feet. Her tandem gait was intact. However, she swayed side-to-side during this. The patient did not wish to be admitted to the hospital and wanted to pursue an outpatient workup. She was scheduled for an appointment in the outpatient neurology clinic. An electroencephalogram was also to be done. The physician did not start antiepileptics, as it was not clear that a seizure occurred. The patient continued to have generalized weakness throughout her body and in her leg. The patient felt that this may have been secondary to her chronic back pain. However, it was noted that the patient¿s thyroid stimulating hormone (tsh) was 7.35 one year ago and, at this time, was 0.12. It was suggested that this may have been a factor in the patient¿s chronic weakness and falls. An increase in the patient¿s lexapro to 20mg was recommended. Basic blood work was done in the ER and no infection was found. The patient¿s urinalysis was normal. The patient¿s complete blood count was normal and her basic metabolic profile was normal with a sodium of 141. As of (B)(6) 2013, the patient was in the ICU, on a ventilator, and had a fractured humerus. It was recommended that the pump daily dose be decreased by 25-30% if the patient had mental status changes; however, it was unclear if this was done.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).